Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of (B)(6) .

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022 starting at mid-day, the cgm showed low readings however the child had no symptoms. The cgm showed urgent low so the parent gave the pediatric patient carbohydrates. The sensor showed low a second time, the parent gave additional carbohydrates, and the patient vomited. At the time the child was responsive with no lethargy, and no bg finger stick was obtained by the parent. The parent called emergency medical services (ems) because of the perceived hypoglycemia and when paramedics arrived they assessed the patient. The bg finger stick was 23.0 mmol/l. They concluded the patient was hyperglycemic, awake and fully oriented with no neurological symptoms and no elevated temperature. The child was treated with insulin, no additional medical intervention was necessary, and the child¿s condition stabilized after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.